Event description:
The customer received consecutive blood glucose readings of 259, 310 and 254mg/dl from the contour next link meter. She was re-tested with the hospital meter and the readings were 89,110,120mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significantno adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips and meter were sent to the customer